Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. The subject cartridge was discarded. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that he had a cartridge that leaked from the plunger end a week earlier. The patient did not allege any harm or injury because of the reported issue. On an unspecified date/time during the time of concern, the patient claimed that he noticed wetness on his body and smelled insulin. The patient removed the cartridge from the pump and alleged that it had leaked. The patient stated that there was insulin in the pump but he dried it out with a cotton swab. The patient discarded the cartridge. He was unable to provide a lot # to the cartridge. The patient denied seeing cracks in the tubing when the leakage occurred. He was reportedly only cycling the cartridge(s) one time. The patient mentioned that he was tightening the tubing to the cartridge properly and the tubing was not slanted. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had a cartridge that leaked. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.